Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The coil cable in front of the patient was in direct contact with the skin, running from the right arm across the right chest. Although a knee cushion had been wrapped around the coil cable, it was not a cushion specifically designed for the cardiac torso coil, leaving some gaps. The reported burn can be attributed to the positioning of the coil cable, which was close to the affected area and in close proximity with the patient's skin. Contributing factors to this incident are as follows: the patient's condition, suffering from diabetes, is considered to be a contributing factor. The examination was conducted in sar high mode. During the final scan, the patient pressed the nurse call button; however, the technologist continued the examination. The examination room temperature was 22.9 degrees celsius, which does not meet the limits as described in the IFU (<22 degrees celsius). The heat dissipation is hindered by a high examination room temperature. A lower examination room temperature reduces the risk on burns, since the patient is less likely to sweat.

Event description:
A male patient, was positioned head first supine, for the right shoulder examination with the cardiac torso coil. The patient experienced a heating sensation, skin reddening with blister in the right shoulder area. The patient was later diagnosed by a dermatologist with a burn resulting in blistering. Treatment included cooling and the prescription of clobetasol propionate ointment. The patient is expected to continue dermatology follow-ups. The coil was reported to be positioned such a way that the cable would run over the right shoulder. The additional information received reported the approximate size of the blister itself is 5 cm wide and 1 cm long. A clearer picture of the reported burn is not available, and the latest images of the burn have not been provided. The total area of the burn/redness including the blister is 12cm. The reddened area on the patient's right chest is not considered a burn or part of this report. The reported event meets criteria for serious injury.